Event description:
A report was received that the patient felt warmth at the pocket site during charging. Database analysis revealed that the device appeared to be working as expected. The patient was given with steroid injection. The physician had recommended an explant procedure. The patient will not have the explant procedure at this time due to nondevice related issues.